Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported by the patient that he receives an alarm. In troubleshooting blockage was found in the tube. Blood glucose level was 200 mg/dl at the time of event. No further information was available